Event description:
A patient reported experiencing inaccurate erratic results with an ot basic original meter. The patient's blood glucose results were 68mg/dl, 117mg/dl, 134mg/dl, 143mg/dl. Tests were done less than 10 minutes apart with a difference of 32%. Patient did not experience any adverse events. No further information has been reported.